Event description:
Complaint is reportable based on device analysis completed on (B)(6), 2010. It was reported that while unpacking the device from the protective hoop, removal difficulties occurred. While attempting to remove the renegade fiber braided microcatheter from the protective hoop, the device appeared to be stuck, so the physician pulled the device and the renegade shaft 'stretched'. The device was not used and a different device was used to complete the procedure. No patient complications were reported. However, device analysis revealed that the hydrophilic coating was missing/peeled.

Manufacturer narrative:
(B)(4): examination of the returned device revealed a shaft break 14cm from the hub and 17.5cm of exposed braid. Areas of peeling/missing coating from catheter shaft were noted. A coating confirmation test confirmed coating damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related as sufficient flush of the dispenser hoop is required before attempting to remove the device. (B)(4)